Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) once. The last repair was in (B)(6) 2008. Initial qa inspection of the skin graft mesher by zimmer biomet australia revealed that the handle was jammed and worn. The pre-testing could not be performed as the comb was bent. The shoulder bolts, washers and nuts were all damaged. The bottom roller, bottom roller gear and side plates were all worn. Repair of the skin graft mesher was not performed by zimmer biomet australia yet since the hospital does not have the budget to repair the device at this time. The reported event was confirmed since during initial inspection the comb was bent which provided the pre-testing from being completed. The root cause of the mesher not meshing properly was due to the bent comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the mesher did not mesh properly and the wheels were not gabbing the skin and rolling it through properly. No adverse events were reported as a result of this malfunction.